Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared, which the caller understood.